Event description:
It was reported that a patient underwent a lower inginual hernia repair procedure on (B)(6) 2005 and mesh was implanted. The patient began experiencing discomfort shortly after the procedure and is now experiencing repeated infections. The patient went to a pain management clinic, but after stopping, continued to experience intermittent discomfort for several years. It was a neuropathic-type pain in the left groin with intermittent swelling, parasthesia and pain. He responded to injections and neurontin 300mg 3x daily. About two years ago, the discomfort increased and the patient started having redness and swelling in the surgical area. The patient had repeatedly been placed on antibiotics for infections. The patient has been told that the mesh needs to be removed. The primary care physician opines that it is likely that the mesh or scar tissue has caused entrapment of a nerve.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that on (B)(6) 2013, the mesh was removed and replaced. Since then, the pain, discomfort and infections have gone away. (B)(4).